Event description:
It was reported that a "data not read" message appeared, and an elective replacement indicator (eri) trip was detected upon interrogation. The magnet rate was 95.8 one month prior. The patient was programmed to vvi for permanent atrial fibrillation. The device would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.